Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿life-threatening ventricular dysrhythmias with inadvertent asynchronous temporary pacing after cardiac surgery.¿ anesthesiology. 1999; 91:880¿3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information about the external pulse generator (epg). The patient had uneventful aortic valve replacement. Due to second-degree atrioventricular block noted, external pulse generator pacing was started. Six hours after surgery, the patient was transferred to the surgical ward. About one hour after this transfer, there was asynchronous ventricular pacing was noted, as well as ventricular fibrillation (vf). ¿several minutes later, the patient suddenly lost consciousness.¿ cardiopulmonary resuscitation (CPR) was started. The patient also received three external shocks and medications were added/adjusted. The patient regained consciousness and was transferred back to the intensive care unit. The epg was reprogrammed. The patient was stable, but soon after the epg was found to be in asynchronous mode again. The epg was replaced. Upon checking the epg, it was discovered that the epg mode could ¿very easily¿ be switched. The author noted that the patient did not experience any further dysrrhythmias after replacing the epg. The patient ¿eventually¿ received a permanent pacemaker. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.